Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The same day, the patient began treatment with an intraperitoneal (ip) injection of vancomycin 1gram, given as starting dose, ip injection of imipenem 1gram, (frequency not reported) and ip injection of amikacin 100mg, (frequency not reported) for peritonitis. The action taken with dianeal therapy was not reported. At the time of this report, treatment with imipenem and amikacin was ongoing and the patient outcome of this event was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.